Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a single incision laparoscopic (sils) total laparoscopic hysterectomy (tlh) procedure, the surgeon noticed that the tissue pad looked a little abnormal. During creation of the bladder flap an error occurred on the generator stating, "release pressure on jaws". At that point, the surgeon removed the device from the patient and noticed that the tissue pad was split down the middle. He tossed the device on the floor and asked for a new device. When that happened the tissue pad fell completely off and disappeared somewhere on the or floor. It could not be found. Another like device was used to complete the procedure. There were no adverse consequences for the patient.